Event description:
Has had pain and problems using knee since surgery. Knee does not extend or bend properly. Just recently had an infection in rt knee where replacement was done. Infection in blood due to failed knee replacement. Has always had pain but thought it was normal due to it being a foreign object in the body. Pain has gotten worse over last 2 years and on (B)(6) 2011, woke up in severe pain and could not move knee at all. Was rushed to emergency room and that is when I was informed of major problem with knee replacement and my pain and immobility was not normal.